Manufacturer narrative:
(B)(4). Device manufacturer date: lot: 101203 - 12/03/2010; lot: 110211 - 02/11/2011 method: three complaint devices were returned, two had lot number 101203 and one had lot number 110211. The returned complaint chambers were visually inspected. The customer has reported that they were using the new draeger babylog vn500 ventilator. Fisher & paykel healthcare has contacted draeger in order to obtain a babylog vn500 for further testing but thus far we have not been able to obtain this ventilator. Results: the visual inspection revealed cracks along the base of the baffle and bracket of the chambers. One of the chambers had stressmarks next to the baffle. No stressmarks were observed on the two other complaint chambers. A lot check revealed no other similar complaints of this nature for both lot numbers 101203 and 110211. Conclusion: we were unable to determine the problem observed by the customer. However, it is unlikely that the cracks were present at the time of production. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks, any chamber which fails the pressure testing or visual inspection is rejected. This suggests that the cracks occurred post-production. Our user instructions state: "use of the mr290 above the maximum operating pressure [8kpa (approx 80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A hospital in (B)(6) reported that four mr290 vented autofeed humidification chambers were "leaky" during use. No patient consequence was reported.